Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to a syncopal event and CT of the head showed bilateral subdural hematomas with subarachnoid hemorrhages. Repeat imaging showed an increase in the hematomas. Anti-seizure medications were started by neurology and the anticoagulation for the lvad was discontinued while the mild coagulopathy was reversed. Neuro status fluctuated, leading to apnea, hypercapnia, respiratory acidosis and subsequent intubation. Empiric antibiotics were initiated, with cultures later growing only normal respiratory flora. Eeg and transcranial doppler studies revealed no signs of seizure or vasospasm activity. Ent was consulted for oral and lingular edema with findings of right hypopharyngeal edema and was started on steroids. Cardiac ectopy including aberrant atrial fibrillation, wide complex/ventricular tachycardia further complicated the patient¿s course. Electrophysiology assisted and the ectopy improved with antiarrhythmics and rate control medications. The patient was extubated on (B)(6) 2016 after being placed on do-not-resuscitate order. The patient¿s neuro status changed abruptly with worsening of the mass effect and increased subdural fluid on the CT scan. Palliative care was consulted as the patient became more altered and made comfort measures only. The patient developed agonal breathing and expired on (B)(6) 2016. No autopsy performed and the pump was not explanted. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. No autopsy was performed and the pump was not explanted. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.